Manufacturer narrative:
Product event summary: analysis found the programmer powers up without an error message or an overheat warning message; however programmer log information confirms an overheat event occurred. Analysis also found a system software error in the programmer error log. Left keyboard hinge found broken, bent tab found on power cord door, and system fan found intermittently noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer overheated. An error code displayed. The programmer was returned for repair. No patient complications were reported as a result of this event.